Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon interrogation, the device was found to be at end of service (eos). When the pacemaker-dependent patient presented for a generator change, eos was confirmed. Based on the last remote transmission in (B)(6) 2018, this suggested premature battery depletion. The device was explanted and replaced without complication. The patient was stable.

Manufacturer narrative:
The reported field event of longevity anomalies and early battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.